Event description:
Additional info received via email 8-nov-2022. Per customer, equipment does not belong.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a bowed front panel, a missing relief pressure knob and air input fitting. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The air input fitting was found missing (missing part). The most probable cause was physical removal of the external fitting. The root cause was traced to the customer/user interface. For corrective action, the air input connector was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the unit had a broken connector on pneumatics. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.